Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12859. Reference MFR report #1627487-2013-12860. It was reported the patient cannot turn on the stimulation. The patient turned off the stimulation 18 months ago. The patient charged the ipg periodically and is able to establish communication with external devices. The sjm representative interrogated the scs system and found multiple invalid impedances. The patient plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.